Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted concurrently with rectocele repair and perineoplasty due to sui, rectocele and perineal tear from pregnancy. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent revision and resection of posterior wall vaginal mesh and perineorrhaphy on (B)(6) 2013 due to complication of vaginal mesh in the posterior compartment with exposure along the posterior vaginal wall. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair and perineoplasty due to rectocele repair and perineoplasty. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.